Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had rapid depletion. The information provided stated the elective replacement indicator (eri) was sooner than expected and lasted only four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.